Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.

Event description:
Following information reported by the facility the power cable "caused fire on ward". The device evaluation performed by the arjo field service engineer revealed that the plug on the end of the mains lead was melted with burning marks visible. This issue was observed when there was no patient on the bed. No injury was reported.

Manufacturer narrative:
Following information reported by the facility medical physics department, the event could be a consequence of the wall socket issue as no faults were apparent on the bed. The customer claimed that the fire occurred, however it was confirmed that the alarm was not activated in the facility and no other objects were involved. The power cord damage proves that the flames could be visible in place where the plug is attached to the wall socket as a result of the electrical problem (e.g. Short circuit). The power cord was replaced by the arjo field service engineer and the electrical safety test confirmed that the device was operated correctly. The bed was returned for use. Arjo device failed to meet its specification as the power cord was damaged. The device was not used with a patient when the failure was noticed. The complaint decided to be reportable due to fire reported. No injury was reported. Date of event (section b3) was estimated based on the awareness date.